Event description:
A surgeon reports a patient presented with loss of bcva nine months following initial intraocular lens (iol) implant surgery. Upon examination, the surgeon observed cloudiness in the posterior capsule and brown spots on the lens surface. A yag was performed with only slight improvement noted in the bcva. The lens remains implanted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all the documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested on 02/28/2007. A completed questionnaire was received on 03/20/2007.